Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor undergoing a revision. The rep reported a revision when they called to inquire about tunneling tools being sold separately. Technical services had advised the rep they were not sold separately and they called the rep back to review options and to ask additional information about the revision however the call quality was poor and the call disconnected. There were no symptoms reported. Additional information was received from the manufacturer representative (rep) on 2019-may-31. The rep reported regarding clarification for the revision that the battery had been repositioned deeper in the pocket. The rep continued that there had been nothing wrong with any of the devices/there was no device issue, the health care physician (hcp) just didn¿t place the battery deep enough in the pocket during the first surgery and that everything was taken care of/resolved by placing the battery deeper in the pocket. The device remains in service in the patient. There were no further complications reported.